Event description:
The pt experienced low blood glucose of 70 mg/dl in 2009. She ate to elevated her readings. The next day at 1:30 am, the pt's grandmother woke her up, and the pt was confused and her blood glucose measured 65 mg/dl. The pt was given a piece of glucose and soda, but the pt vomited. The pt's mother called the ambulance and she was treated with a glucose IV at the hospital. Her blood glucose elevated to 194 mg/dl, and she vomited. While hospitalized, the pt's blood glucose was erratic. She was released from the hospital the next day and reconnected to the infusion device. The following day, the pt's mother switched the pt to the backup infusion device. Two days later, the pt's diabetes nurse reviewed the history of the infusion device and found the basal rates were not programmed correctly. The pt and her parents do not recall changing the basal rates. The pt's normal blood glucose level is 120 mg/dl. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.